Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 434 mg/dl and 106 mg/dl (within 5 minutes) 2. 128 mg/dl, 326 mg/dl, and 162 mg/dl (within 8 minutes) 3. 192 mg/dl, 326 mg/dl, and 128 mg/dl (within 2 minutes) sets of readings were obtained at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.